Event description:
Dipped hands in parafin bath and her hands turned red and skin blistered. A few days later, she repeated the process and her hands turned red and blistered. Some skin peeled.

Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. No additional information regarding injuries were rec'd from customer. Product not received from store for evaluation. Replacement given at consumer's request.